Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Examination found evidence of subluxation of the joint.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported patient underwent a hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 due to poor bone quality and cup flipping. The head and shell were removed and replaced with biomet product.